Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump had operating currents within specification. However, the insulin pump had a corroded battery tube. No low battery alert was noted. The insulin pump passed the basic occlusion test and displacement test. No motor error alarm was noted. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Event description:
The customer reported via phone call that the insulin pump randomly rewound in the middle of the night or during the day. The batteries on the insulin pump were only lasting two days. In the alarm history two motor error alarms were found. Customer's blood glucose level was over 250 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.